Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after an initial rotator cuff suture surgery on (B)(6) 2019 the patient started to experienced major problems (redness, itching and partially open areas) at the operated site. No further information received. *** update (B)(6) 29-may-2024: the initial surgery was performed on (B)(6) 2019 in (B)(6) t and an medical examination will be performed on (B)(6) 2024 in (B)(6).

Event description:
Dw (B)(6) 2024: the customer provided further information that there is no connection between the reported event and the arthrex products.